Manufacturer narrative:
H3: the device was received for evaluation. The device's lot number was not provided therefore a lot history review could not be done. Visual and functional tests were performed, which confirmed the issue of leakage. The leak was observed to be coming from a crack at the base of the needless port on the manifold side. The observed crack could not be attributed to the manufacturing process, as a protector is press-fitted onto the end of this component. There was no further action taken.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that blood was noticed in the white chucks under the patient. The nurse immediately stopped medication (ampho b), clamped the purple lumen and changed the tubing. The nurse noticed that the blood was backing up from purple lumen of the peripherally inserted central catheter (PICC) line leaking to the manifold stopcock. The event occurred while in use with patient. There was patient involvement, but no patient harm reported.